Event description:
Information was received indicating that 61ml was wasted in the smiths cadd cassette reservoir because it would not work on either pump following a no deposable alarm. No adverse effects were reported.